Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 2.75 x 15 mm xience v stent in the mid left anterior descending artery. In (B)(6) 2013, the patient expired. Cause of death is unknown and it is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of death estimated as (B)(6) 2013. Date of event estimated as (B)(6) 2013. There were no reported product deficiencies. The reported patient effect of death is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.